Event description:
Healthcare professional reported left sided rupture and several enlarged lymph nodes in left axilla. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported left sided rupture and several enlarged lymph nodes in left axilla. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive.observed opening striated on posterior side assessed as surgical damage. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and "lymph node in left axilla...several oval shape enlarged lymph node". Device has been explanted.